Event description:
It was reported that the patient experienced stimulation in the wrong location. Since the trial implant on friday, stimulation had changed and the patient felt stimulation in her buttocks. The change started a couple hours ago. The patient notified her healthcare provider (hcp) and thinks the leads migrated. The patient now switched to the second lead. The patient reportedly had a follow up appointment with her hcp.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_prog, lot# unknown, product type: programmer. Physician product ID: neu_unknown_lead, product type: lead. (B)(4).